Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the cutter device could not be inserted due to worn out bearings, the neuro-tip leg had been drilled into, and the laser marking was worn and fading. It was further determined that the reason for the cutter not able to be inserted was because the bearings were no longer in axial alignment, not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings and worn out laser marking from normal wear. It was further determined that the issue with the neuro-tip leg was due to excessive lateral force placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The damage was caused by user error. The assignable root cause was determined to be due to user error (neuro-tip leg had been drilled into) and normal wear out from use (cutter could not be inserted). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the craniotome device had unknown damages. During in-house engineering evaluation, it was observed that the neuro-tip leg had been drilled into. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.